Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device was discarded.

Event description:
Patient reported experiencing a leak at the infusion site. Patient stated she noticed the leak when she felt wetness on the skin around the site. Patient reported that when the leaks occur, it is one day after site insertion usually after she has taken a shower. Patient has discarded the alleged infusion set. No adverse event reported. No product return requested.